Event description:
This complaint is from an academic conference (another country's society of interventional cardiology, kanto-koshinetsu area). Nine month later, a follow up (cag) coronary angiogram was conducted. There was no anomaly observed at the implanted area of the cypher, but the diffused lesion at mid to distal rca remained. Therefore, three more cypher stents (size unknown) were implanted at mid to distal rca. There was no anomaly observed regarding the procedure. Nine month later, a follow up cag was conducted and contrast was observed at the external side of the cypher implanted at proximal rca. Therefore, (ivus) intravascular ultrasound was conducted and stent fracture was observed. The stent had an incomplete apposition from the vessel. It was unknown if there was the neointimal proliferation at the fractured area. There was no restenosis observed and the timi flow was fine. Because there was no abnormality besides the fracture and the patient was on warfarin potassium, there was no additional treatment conducted. There is no more information available.

Manufacturer narrative:
This complaint is from an academic conference (another country's society of interventional cardiology, kanto-koshinetsu area). The patient was a male with af and hcm (hypertrophic cardiomyopathy). The target lesion was the proximal (rca) right coronary artery. There was no information regarding the vessel. The initial report indicated that in 2006, the patient underwent exercise stress perfusion imaging and ischemia was confirmed at the inferior area. Therefore, (cag) coronary angiogram was conducted. Three lesions were observed, the proximal (rca) right coronary artery was 100% occluded, mid (lad) left anterior descending artery was 50% occluded and first diagonal had a 90% occlusion. Warfarin potassium was already administered, but additional medical therapy administration was conducted with aspirin and ticlopidine hydrochloride. There was no more information available. One month later, two cypher stents (size unknown) were implanted at mid lad and first diagonal branch. There was no more information regarding the procedure. One more month later, three cypher stents (size unknown) were implanted at proximal - mid rca with overlapping. The diffused lesion was observed at mid to distal rca, but the improvement in flow was expected due to the implantation of the cypher stents and so there was no treatment regarding the distal end of rca. Any more information regarding the procedure was unknown. Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.